Manufacturer narrative:
Suspect product discarded.

Event description:
On 20apr2021 a patient (pt) in (B)(6) called to report a diagnosis of os corneal ulcer in (B)(6) 2020 while wearing the acuvue oasys® for astigmatism brand contact lens (cls). The pt reported os discomfort and redness after falling asleep with the lenses in (B)(6) 2020. The pt went to an eye care provider (ecp), (date not provided) who diagnosed the os corneal ulcer. The pt was prescribed an unknown eye drop every 2 hours for 3 days, then every 3 hours for 1 week. The pt advised the ecp prescribed 5 different eye drops throughout the 9 months of treatment. The pt was unable to recall the name or frequencies of the prescribed eye drops. The pt reported weekly follow-up visits with the ecp for several weeks, then bi-weekly visits for several weeks. The pt was released to return to cls wear in (B)(6) 2021. The pt reported daily wear with a 2-week cls replacement schedule. The pt used arlyt express to clean and store the cls. Multiple calls were placed to the pts treating ecp to obtain additional medical information, but no additional information was provided. Additional calls were placed to the pt for additional medical information, but nothing additional has been received. No additional medical information has been received. No additional medical information is expected. This os corneal ulcer event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. The suspect lot number is unknown. The suspect os lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.